Event description:
During an ercp procedure, the balloon tip broke off after retrieving stones. The tip was lodged inside the common bile duct. Prior to the ercp, the patient was scheduled to have an operative cholecystectomy. During the surgical procedure, the physician was unable to retrieve the balloon tip. Xrays taken post operatively did not indicate the balloon tip was in the common bile duct and it is believed that the tip passed naturally. Patient is asymptomatic at this time.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event at this time.